Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when transecting lobar bronchus, the device was unable to fire. They changed the device to complete the case. There was no patient injury.